Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) circuit failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The unit was removed from patient use with no further patient involvement. It was discovered that an ovp circuit failure occurred. It was initially reported that the ventilator stopped working while on a patient. The unit was tested in biomed, and it was confirmed the unit powered on and operated normally with cycling breaths. The biomed informed the remote service engineer (rse) they would review the event log and email a copy for review. The biomed also stated they would perform a run attempt to duplicate the reported issue if possible. At a later time, the rse reviewed the log with the customer and confirmed the error codes for the ovp circuit failure occurred. The rse provided the customer with the part number of the data acquisition (da) printed circuit board assembly (pcba), motor controller (mc) printed circuit board assembly (pcba), and da to mc cable, to order and replace. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the data acquisition (da) printed circuit board assembly (pcba), motor controller (mc) pcba, and da to mc cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.